Manufacturer narrative:
(B)(4). Retainer ring = missing. Pump received with missing retainer ring. Unable to perform displacement test due to missing retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: cracked keypad overlay, cracked battery tube threads, cracked case corner of belt clip rails, broken reservoir tube lip, missing reservoir tube o-ring, label damage.

Event description:
Information received by medtronic indicated that the retainer ring of the insulin pump had a crack and fell off. The insulin pump was neither bumped nor dropped. Reservoir was able to lock in place when inserted into the insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.